Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag broke before being able to get the specimen out. The bag fell into the patient. The pouch was removed after irrigating; the bag floated and was able to be removed with forceps. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device had been fully deployed. There was no bag returned with the device. The anti-backup was engaged and the distal cam was locked out into the support tube. The anti-rotation, finger/thumb rings, and push-pull rod were intact. The support arms were inside the tube on one side of the distal plug. The support arms were attached to the push-pull rod and were in good condition. The support arm pin was intact. The distal plug assembly was in good condition. With the finger rings separated, the bullet and bullet spring were contained within the firing ring male. Since the bag was not returned for analysis we were not able to re-create the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.